Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung cancer surgery, while detaching the lung tissue, the green button was not pressed and the handle was not squeezed hence the device did not fire. Another device was used to complete the case. There was no patient injury.